Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with unspecified saline breast implants experienced placement dissatisfaction on an unknown side post procedure. Patient states no complications with the implants themselves but the placement of one implant on an unknown side was placed to high, now making the breast uneven. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.